Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was trying to contact a representative (rep) because they needed to get their device adjusted a little bit. The patient reported the stimulation was in their legs and they did not want it there. Product services (ps) walked the patient through changing to group b from group c and adjusting the stimulation on programs 1 and 2. After making the adjustments, the issue was resolved. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-15. The patient indicated that the cause of the undesired stimulation was that they just needed to change their settings. They first started experiencing the undesired stimulation in (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the stimulation was too much in the patient¿s legs. There were no further complications reported or anticipated.